Manufacturer narrative:
Summary of the investigation: device history report (DHR) analysis shows that the units related to this report met all the requirements of the specification at inspection. The analysis did not present any product rejections during the manufacturing process, nor deviations that could result in the reported incident. Almost all the episodes recorded in the device memory since december 2023 showed oversensing and non-physiological signals (noise/artifacts) on atrial channel. The origin of these non-physiological signals is unknown. It may be located at lead level but cannot be confirmed with certainty. Abnormal electrical ventricular values were also observed (unstable ventricular sensing values). Based on the available data and the fact that the subject leads were not returned for analysis, remain implanted, the most probable hypothesis are a lead(s) insulation issue (insulation breach or lead to lead insulation abrasion). The ventricular contractions from the ventricular spikes trigger deflections on the atrial egm may also suspect an issue with the atrial lead positioning. A careful monitoring of the atrial and the ventricular leads integrity should be performed to ensure the adequate sensing and pacing functionality (refer to the recommendations below). The results of this investigation are retained and utilized for trending purposes. For more details, please refer to the attached report analysis.

Event description:
Hospital reports a decrease of atrial impedance and decrease of p wave. Reprogrammed to unipolar. With this new programing he event is considered resolved. No more action planned following, the patient files provided. Noise and ventricular sensing electrical issues were also observed. The ventricular lead was added to the complaint.

Event description:
Hospital reports a decrease of atrial impedance and decrease of p wave. Reprogrammed to unipolar. With this new programing he event is considered resolved. No more action planned following, the patient files provided. Noise and ventricular sensing electrical issues were also observed. The ventricular lead was added to the complaint.